Event description:
The patient had syncope and was found in cardiac arrest. An external shock was delivered by paramedics. The patient arrived to the ER in cardiac arrest, senseless and another external defib was administered with return to sinus rhythm. The next day several alerts for out of range hv impedance were observed. Noise was observed in the ventricular and atrial channels. The patient had a true vt from start. Each time the physician attempted hvli testing,

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient went into cardiac arrest and had to be rescued by external defib. Patient is in a coma. Device or lead damage suspected. No decision planned until patient's condition improves.